Event description:
It was reported that there was difficulty flushing the device. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient and noted that there was a leak from the was and it was difficult to flush. The procedure was ended and no closure device was attempted as a result. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.